Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report that the fiber tip bent, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to be broken proximal to the cap. The fiber cap showed evidence of detritus and devitrification of the glass output window. Based on the analysis, fiber breakage during use, could result in an unsafe firing condition and has been identified as a potential safety issue. The root cause of the device failure was determined to be due to excessive and or inadvertent bending of the fiber, resulting in fiber breakage. The product labeling warns the user not to bend the fiber at sharp angles. (B)(4).

Event description:
The customer reported that the fiber tip bent at 8,395 joules. The case was completed with a second fiber. It was reported that there was no harm to the pt.